Manufacturer narrative:
Our field service engineer (fse) was able to confirm the, "restart ventilator" error during the on-site evaluation. The fse replaced the dc/dc & standard connectors printed-circuit board (pcb) according to the recommendation in the service manual and performed successful functional and safety tests before the ventilator was returned to service. Evaluation of the received device logs showed a start-up technical error on the date of event that is related to the reported issue. During simulated-use tests of ventilation in the laboratory, the reported issue occurred. Although conducted stress tests indicated a sensitive pcb, any permanent fault conditions were not found. During the simulated-use tests of ventilation, several pre-use checks tests succeeded and ventilation ran successfully for 4 days. Both the, "restart ventilator" alarm and the generated technical error imply a communication error between the user interface panel and the monitor pcb. The dc/dc and standard connectors pcb power feeds the panel through the control cable and, e.g. A temporary loss of power can lead to this communication fault. If this fault occurs during ventilation, the ventilation will continue with the current user settings. Our conclusion is that the reported restart ventilator issue was caused by a fault on the dc/dc and standard connectors pcb, but the root cause could not be established as the fault condition was not permanent.

Event description:
(B)(4).

Event description:
(B)(4). It was reported that the ventilator, during start-up, displayed an error message 'restart ventilator'. There was no patient involvement reported. (B)(4).